Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause of the reported issue was a bad camshaft. The camshaft was replaced, and software was updated to address this issue.

Event description:
One device was returned for analysis of complaint that the device was not passing the volume test, with readings of 17.85 and 17.70. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.